Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device screen was damaged prior to performing the pre-evaluation on the device. There were no repairs made to the device and the device was scrapped.